Event description:
Customer reported an event where the following took place during a cardiopulmonary bypass procedure: 1. High pressure event stopped cardioplegia pump. 2. After pressure relief, pump started with high rpm instead of slowly regulating -> frequency of occurrence 2-3 times. No consequences to patient (i.e., no harm) as a result of this event.

Manufacturer narrative:
Being on site the phenomenon could be reproduced once out of appr. 15 times. -> set up: ratio @ 0:1 flow set to max 1.5l/min => to avoid a high flow rate in case of recurrence, the flow rate in the settings was set to 0.5 for safety. Reasons: checked all sap connections okay. Checked sensor functionalities okay(flow, level, pressure). System will be in use again. Csv file requested to be sent from customer for further investigation.